Event description:
The facility's biomed engineer reported an infusion pump with a 550 failure code. Despite baxter's efforts to obtain add'l info, no further info was available at this time regarding whether or not there was a report of any pt injury or medical intervention caused by the failure of this device. Info regarding whether or not tubing was being used, medication was being infused, or if the device was in use on a pt when this failure occurred was not available, and no add'l contact info was provided.